Event description:
It was reported that this right ventricular (rv) lead was explanted shortly after it was implanted due to dislodgement. Another rv lead was successfully implanted. No additional adverse patient effects were reported.